Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pending alarm motor stall on (B)(6) 2018 was not determined. The hcp was not aware of the stall, thus they did not undertake any action/intervention. The pending alarm motor stall on (B)(6) 2018 the recovered on (B)(6) 2018 had been resolved when the new pump was placed on (B)(6) 2018. The patient's weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the rep was going to the patient's recovery room to attach programming report to the patient's chart and noticed the pump was alarming the two-toned alarm. The alarm was heard/confirmed by telemetry. The pending alarming message confirmed on print out a motor stall occurred on (B)(6)2018 and recovered on (B)(6) 2018. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the motor stall was not determined. The rep silenced the alarm and communicated the information to the customer.